Event description:
Event date is unknown. It was reported to boston scientific corporation that a wallflex enternal duodenal stent was used during a stenting procedure. According to the complainant, when the physician attempted to deploy the stent, the pusher kinked and broke. The stent was not deployed and the entire system was removed. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as ok.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.